Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: review of the black box data revealed records from the date of the alleged event had been overwritten due to continued use of the device. The available black box data contained records of loss of prime associated with the pump not being primed after power on reset and after replace cartridge alarm. No valid loss of prime records were noted. On investigation, the pump powered on normally and was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and found to be within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Moisture ingress was noted inside the battery compartment due to moisture leakage at the site of the crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.